Event description:
It was reported to medtronic neurosurgery that when the physician re-operated on this patient after a chiari decompression and pseudomengocele, they found leaks in the middle of the graft.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as lot number was not provided. The instructions for use that accompany the device cautions to not expose the durepaire to any chemicals or substances other than room temperature sterile 0.9% saline. Additional patient/device information: it was later reported that the patient was in good condition, the size of the defect in the graft was 3cm, and gel foam and antibiotics were applied to the product.